Event description:
A patient reported a cartridge change alert. The issue led the patient to repeatedly change and reload the cartridge daily to resolve the error. There was no adverse impact on the customer's blood glucose level. The patient declined follow-up assistance at the time of reporting.